Manufacturer narrative:
Additional information received: customer contact reports not being sure if the device issue was user error and/or equipment failure. It was later reported by the customer contact that the nurse in charge of education stated, ¿it was all a user¿s error¿a sales representative provided an in-service and additional educational information.¿ no equipment needed to be returned. ¿ the sales representative reports, ¿one doctor put the blade in upside down. I have in-serviced the entire or staff. No issues with the dermatome.¿ integra has completed their internal investigation on 14sep2016. The investigation activities included: methods: -review of device history records. -review of complaint history. Results: device history record reviewed for this product ID serial # (B)(4) manufactured on 01/28/2016 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. And device history record reviewed for this product ID serial # (B)(4) manufactured on 2/28/2016 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. This analysis cannot be performed at this time as limited details were provided on the end users experience and the returned device meet specification. Should more information be provided this assessment will be revisited. Conclusion: in summary: the device was not released for evaluation therefore the root cause to the end users experience could not be determined. This complaint will be reopened should we receive product. Lastly an in service is being recommended with focus to proper blade installment.

Event description:
It was reported the device stopped working during a procedure. It was reported blades were purchased from a third party vendor. They have been putting the blades in the device upside down. It is reported there was no patient injury nor delay in surgery, although the patient was prepped for the procedure.